Event description:
Info received indicates the right intermediate siderail will not latch.

Manufacturer narrative:
The technician investigated and found the slide pin broken on the siderail center arm. The technician replaced the center arm assembly to repair the bed.